Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleged air leakage and noise coming from the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Repair evaluation information was received on 08/20/2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the water chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. In addition, the patient alleged air leakage and noise coming from the device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the evaluation manufacturer-initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord, manufacturer observed the following from an external and internal inspection included unknown brown and black dust-like contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Unknown white and brown dust-like contamination at the air inlet, unknown brown and black dust-like contamination, inconsistent with degraded sound abatement foam, around the iso (international organization for standardization) port, unknown white dust-like contamination inside the iso port. Significant white dust-like contamination and white potential hairs/fibers on top of the blower motor and the blower outlet seal, unknown light white dust-like contamination on top of the blower box. Potential fluid/water spots on the bottom of the blower motor, indicating potential fluid/water ingress, unknown white and black dust-like contamination, inconsistent with degraded sound abatement foam, in the blower box. Potential fluid/water spots in the blower box, indicating fluid/water ingress. Black contamination, consistent with keratin, at the air outlet of the blower box, unknown black dust-like contamination and black potential hairs/fibers, inconsistent with degraded sound abatement foam, in the bottom enclosure. Manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. During the evaluation no error code found. In box d; device serviced by 3rd party, device avail. For eval and date returned were updated. In box h, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid were updated.